Manufacturer narrative:
The event occurred approximately a month/month and a half prior to (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the reporter stated that the connections within the set had not been tightened prior to use. The connections not being properly tightened is a known cause of this issue. The direction insert provided with the device instructs the user to secure the in-line luer connections prior to use of the set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link component of a one-link y-type microbore catheter extension set ¿fell off¿ of the set, and an unspecified amount of blood leaked as a result. This occurred during infusion of normal saline. The nurse added a new connector to the set, and continued infusion with no further issues reported. The reporter stated that the one-link component had not been tightened upon removing the set from the package. There was no patient injury or medical intervention associated with this event. No additional information is available.